Event description:
It was reported that when the doctor was infusing medical solution into the catheter in the cath lab, resistance was met. As a result, the catheter was removed and found to be slightly pressed at approx 3-4cm from the distal tip. The catheter was replaced and the new one was used without issue. There was no reported delay, death or complications to the pt. It was noted that there was no problem found when flushing and passing the catheter over the spring wire guide (swg).

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.